Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of conformance, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported pain around the surgical site after the initial procedure. The surgeon determined that the most caudal positioned implant was too proud of the ilium and irritating the surrounding tissues. One week after the initial procedure, the surgeon removed the caudal positioned implant and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The patient is doing well following the revision procedure.